Event description:
Customer provided pictures of the internal tubing of this device for review, upon which the device was recommended for an internal tubing replacement.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer provided photos of the internal tubing and requested a review, due to its brown discoloration. The device was tested and found to contain bacterial contamination levels that exceeded acceptable limits. The device went through an internal water pathway replacement and was tested afterwards. According to lab results, the cfu count was within the acceptable limits.